Event description:
It was reported that an event occurred while setting-up an infusion of dextrose 5% and 0.9% nacl, prior to the tubing being attached to the patient. The pump was programmed at 20ml/hr; however, the fluid was observed to be flowing fast into the drip chamber and out at the end of the tubing. The event was witnessed by the rn. The fluids did not reach the patient and there was no patient harm. The event occurred at neurology and trauma unit. Per customer's error log review, error code 240.4150.5 "sensor broken high failure" was noted. The pump was inspected and found a missing screw for the platen membrane. The screw was replaced and the device passed rate accuracy testing.

Manufacturer narrative:
Investigation conclusion: the customer complaint of the reported over infusion having potentially occurred could not be definitively confirmed or replicated during the investigation. The infusion was reported as having been programed for 20 ml/hr and prior to attaching the IV set to the patient the rn notices a fast flow into the drip chamber and out the end of the tubing. The reported date and time of occurrence for the unregulated flow was (B)(6) 2020 at 8:45 pm local time. Lvp s/n (B)(6) only had event logs that date back to (B)(6) 2020 and there are no error log entries for the event reported date. Pcu s/n (B)(6) event logs date back to (B)(6) 2020 and the error logs display no errors for the event reported date. A one-hour timed rate accuracy test was performed on the source device. Results indicate that the system was within specification, with no issues observed. During testing there were no periods of unregulated flow observed. Device inspection: there was some incidental physical damage to the rear case that appeared to have resulted from being dropped or the device hitting an object. There was fluid ingress residue that was observed in various areas of the device internally, in the iui connector recesses and under the membrane frame. There was no residue observed on the cam, pumping fingers, or the occluders. All springs were intact and appeared to have been functioning correctly during operation. There was nothing obvious observed to have caused or contributed the reported over infusion from the device stand point based on the external, internal inspections, and device testing. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported over infusion of having potentially occurred could not be determined. The proximate cause of the failure could not be identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 01may2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 22oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Concomitant medical products: buretrol. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that an event occurred while setting-up an infusion of dextrose 5% and 0.9% nacl, prior to the tubing being attached to the patient. The pump was programmed at 20ml/hr; however, the fluid was observed to be flowing fast into the drip chamber and out at the end of the tubing. The event was witnessed by the rn. The fluids did not reach the patient and there was no patient harm. The event occurred at neurology and trauma unit. Per customer's error log review, error code 240.4150.5 "sensor broken high failure" was noted. The pump was inspected and found a missing screw for the platen membrane. The screw was replaced and the device passed rate accuracy testing.